Manufacturer narrative:
Date sent to the FDA: 4/8/2021.

Manufacturer narrative:
Date sent to the FDA: 4/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient was admitted to the hospital from (B)(6) 2016 for a small bowel obstruction with abdominal infection. It was reported the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dense adhesions of small bowel to the mesh. No additional information is provided.